Event description:
Dr reports a failure of intramedullary nail on approx 5/23/94, probably secondary to pathologic process in subtrochanteric femur. Device was originally implanted for fixation of impending pathological fracture of upper femur. Pt had post-op radiation therapy.